Event description:
It was reported that a vented paclitaxel set leaked from its chamber. This occurred during patient infusion of paclitaxel. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the actual device was not returned; however, photographs of the device were received for evaluation. The photographs were not clear enough to confirm the reported condition. A reserve sample was also available for evaluation. Visual inspection of the reserve sample did not identify any issues, and the drip chamber conformed to product specifications. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.